Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed that the distal tip was torn and tortuosity was seen in the patients access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient factors such as tortuosity (patient's access vessel presented tortuosity) may exacerbate interference between the valve and distal tip by promoting non-coaxial advancement angles, leading to increased resistance and potential tearing the tip during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our field clinical specialist, during a transfemoral tavr procedure using a 14 fr esheath+, the patient presented with angulated aortic tortuosity without calcification. A lunderquist wire was utilized to straighten the anatomy, allowing the esheath+ to advance without issue. The 23 mm commander delivery system, loaded with a crimped 23 mm sapien 3 ultra resilia valve, was then advanced through the esheath+, requiring additional push force. The valve was successfully deployed across a horizontal aorta. Upon retrieval of the esheath+ at the end of the procedure, the tip was observed to be hanging off, though it appeared intact. No impact or injury to the femoral or iliac arteries was noted. The patient remained stable and was discharged.